Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and then would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed intermittently during initial testing. The symptom observed consistently was the device being unable to power off. The monitor board was replaced to reduce the probability of occurrence for the cusomer report and the unable to power off. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.